Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient didn't feel it was charging good. The patient didn't know the charger was supposed to be charging all the time and the issue was now resolved and much better. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that for the past week it has taken her longer to charge her ins (patient wasn't sure how long it use to take her and how long it does now). Patient hasn't received any errors/problems and she said that the equipment doesn't look damaged; patient has reset her controller. It was recommended to patient to clean contacts on rtm, ac power supply and controller port and call back if that doesn't help her ins charging time. No symptoms and no further complications were reported.